Event description:
It was reported that blade detachment occurred. The 50% stenosed target lesion was located in the non-tortuous arteriovenous fistula. An 8.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, a 7fr non-boston scientific sheath was placed in the vessel and a 0.35 mustang balloon catheter was used first. Subsequently, angiography shows residual stenosis, so a cutting balloon was needed. The pcb device was opened and loaded onto a v-18 guidewire across the lesion and then inflated to nominal pressure. The device was then removed and found the metal cutters were coming off the balloon. All the metal cutting pieces of the balloon were accounted for and nothing was left inside the patient. The procedure was completed, and no complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the pcb 8.00mm/2.0cm/50cm otw - us was received for analysis. A visual examination of the returned device identified that the balloon had been inflated. The investigator attached the device to an encore inflation unit and filled the balloon with liquid to facilitate an inspection of the blades. The balloon of the device was visually examined, and no issues were noted. A visual examination was performed on the returned device. It was noted that approximately 16mm of the proximal end of one blade had lifted distally from its pad. The remaining 4mm of the blade remained fully bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that blade detachment occurred. The 50% stenosed target lesion was located in the non-tortuous arteriovenous fistula. An 8.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, a 7fr non-boston scientific sheath was placed in the vessel and a 0.35 mustang balloon catheter was used first. Subsequently, angiography shows residual stenosis, so a cutting balloon was needed. The pcb device was opened and loaded onto a v-18 guidewire across the lesion and then inflated to nominal pressure. The device was then removed and found the metal cutters were coming off the balloon. All the metal cutting pieces of the balloon were accounted for and nothing was left inside the patient. The procedure was completed, and no complications were reported.